Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the helix housing and in neck region. Set screw mark noted on the terminal pin. No visual anomalies were noted. The lead passed electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was explanted. No additional adverse patient effects were reported.